Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was 302 mg/dl. The customer stated that she received a button error on her insulin pump and the pump would not turn on. The customer stated that she wore the pump in her bra, and the buttons could have been pushed. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.